Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) and (B)(6) for the third time with blood glucose of 443 mg/dl. The customer was treated with insulin drip. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that significant events leading to hospitalization was air bubbles. The insulin pump will be returned for analysis.